Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and reported failure was confirmed. Visual inspection found the instrument was found to have a grip ring dislodged. This failure likely caused the grips to not open. The grip ring was loosen and retightened and the instrument passed the cut and seal test.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) jaws were stuck open. Intuitive technical support engineer (tse) reviewed the logs and found no errors. Instrument was removed from the arm but the jaws of the vse were stuck open. After several attempts to get the instrument jaws closed with other instrument still wouldn't close. Tse had the customer spin center disc on the instrument to finally get the jaws to close and they were able to get the instrument out of the cannula. The procedure was completed with no reported injury.